Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of a ventral hernia, a ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - the patient encountered treatment for an adverse reaction (i.e. Infection and/or inflammation type reaction) at the site of implant. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain, and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with ventral hernia thereby underwent open repair with ventralex st mesh (device #1). Per the operative notes, "an obvious hernia sac was dissected from supraumbilical. The fascial defect was repaired with a large ventralex st (device #1) hernia patch incorporating the arms of the mesh in the fascial closure to the anterior abdominal wall. The defect was closed and sutured.¿ (B)(6) 2016 to (B)(6) 2016 - during post-op visit, patient had pain, abdominal wound abscess, superficial postoperative wound infection with abscess. Patient decompresses seropurulent material, underwent I&d operatively and identified the mesh does not appear to be exposed. . (B)(6) 2016 - during post op visit patient had good progress and no sign of infection. (B)(6) 2017 and (B)(6) 2017 - patient visited hospital for wound evaluation, there was some serous discharge form the wound likely a wound infection and may involve the underlying mesh. (B)(6) 2017 - patient returns for wound evaluation, there was no discharge or cellulitis change. (B)(6) 2017 - patient was diagnosed with infected mesh thereby underwent repair with removal of mesh and umbilicus. Per the operative notes, "the previous mesh was poorly incorporated and removed in a series of blunt dissection. The resulting fascial defect was closed and sutured.¿ (B)(6) 2018 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with ventralight st mesh (device #2). Per the operative notes, "the intraabdominal cavity defect at the level of the umbilicus with incarcerated omentum reduced in a series of dissections. An oval ventralight st mesh (device #2) was used for the repair and secured with suture.¿ attorney alleges that the patient had abscess, pain, hernia recurrence, infection and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. While the information provided alleges the patient experienced a reaction, it is unknown at this time what specifically what type of reaction was experienced by the patient. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. This is a patient with a medical/surgical history significant for obesity, and abdominal surgeries including prior hernia repair. Post implant of ventralex st, patient was diagnosed with an abdominal wall abscess, bacterial infection, abdominal pain and underwent repair with mesh explant. Infection is listed as a possible complication in the instructions-for-use, supplied with the device which also states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. While the information provided alleges the patient experienced a reaction, it is unknown at this time what specifically what type of reaction was experienced by the patient. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of a ventral hernia, a ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - the patient encountered treatment for an adverse reaction (i.e. Infection and/or inflammation type reaction) at the site of implant. (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer pain, and was injured severely and permanently.